Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event. The device code has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-may-17, additional information was received from the manufacturer representative (rep) which was confirmed with the healthcare professional (hcp). The report reported there were no device issues. The catheter was discarded by the facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient via a manufacturer representative (rep) regarding a patient receiving dilaudid (1 mg/ml, 0.075 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2018, the patient's catheter was replaced due to increased pain at site. No infection was detected. The rep was not aware of any environmental, external or patient factors that may have led or contributed to the event. Diagnostics/troubleshooting performed and interventions taken were listed as "replacing catheter". The event was resolved at the time of this event. The patient's status was listed as alive - no injury.